Event description:
Allegedly, patient revised due to metal on metal soft tissue reaction consistent with pseudotumor, allegedly related to the stem.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This is the same event as 3010536692-2015-00262, -00263, -00264.